Manufacturer narrative:
The insulin pump was able to power up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, batt out limit, failed batt test alarms or no delivery alarm noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose level and no delivery alarm. Blood glucose reading at the time of the incident were 167, 253, 404 and 435 mg/dl. Customer did not treat the high blood glucose. Customer stated the no delivery was resolved by infusions set change. Customer's parent also reported getting a blank display. Self test was performed and passed. The insulin pump was returned for analysis.